Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 7.5, lab: 2.4. Time elapsed between each method of testing is one hour. Pt's therapeutic range is 2.0-3.0.